Event description:
The following is from the article titled dislodged amplatzer occluder in the aorta from the journal of a foreign country surgery. A female complained of chest pain following an atrial septal defect (asd) closure with an amplatzer septal occluder. Three days after discharge, echocardiography revealed the device had embolized to the bifurcation of the aorta and brachiocephalic trunk. The patient was sent to surgery for device removal and closure of the asd. The patient was discharged in good health. Additional information has been requested, including the implanting physician's name, name of the hospital, date of event, cath lab report detailing the equipment used, operative report, imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The device was not returned to aga medical for investigation. [Dislodged amplatzer occluder in the aorta.]